Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the rotations per minute (rpms) of the motor device was below the manufacturing specification. The event was not related to surgery. There were no injuries or medical intervention associated with this event. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which found that the rotations per minute (rpms) was below the manufacturing specifications. During service/repair, it was observed that the vanes were worn, causing the rpm's to be below specification. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.